Event description:
Three way connector leaking IV fluids into bed. Second microbore set leaking, all product removed from unit and is being sequestered. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.